Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately five years. Based on the follow-up with the health-care provider, it was learned that the explant was not due to a device malfunction. Patient has developed a severe stenosis. Patient has also undergone stenting of his lad in (B)(6) 2011 for acute myocardial infarction leaving the patient with an ejection fraction of approximately 25% and severe left ventricular dysfunction. Also, patient was recently hospitalized in congestive heart failure. Testing showed severe pulmonary hypertension, severe aortic stenosis and coronary artery disease. Operative report noted that the aortic valve was heavily calcified. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, it appears that the severe aortic stenosis experienced by the patient was likely due to heavy calcification noted on the aortic valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.